Event description:
It was reported that: a leak was found in the midline catheter at the level of the juncture hub. The catheter was removed. There was no reported patient harm or consequence. A replacement catheter was inserted without reported issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The report of a leaking juncture hub was not able to be confirmed through complaint investigation of the returned sample. The customer returned one, single-lumen midline catheter for analysis. Signs-of-use in the form of biological material was observed on the juncture hub. Visual analysis of the returned catheter did not reveal any obvious defects or anomalies. The total length of the catheter body measured 8 3/16" via calibrated ruler, which was within specifications of 7 7/8"-8 3/8" per the catheter product drawing. The outer diameter of the catheter body measured 0.057" via calibrated caliper, which was within specifications of 0.053"-0.057" per the catheter body extrusion product drawing. The inner diameter of the catheter body at the distal tip measured 0.033" via calibrated pin gauge, which was within specifications of 0.031"-0.035" per catheter body extrusion product drawing. The catheter was functionally tested per the instructions-for-use (IFU), which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The catheter was flushed with a water-filled lab inventory syringe and no leaks or blocks were detected. The catheter was then leak tested, which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso ". The catheter was connected to a leak tester with the distal end occluded. The pressure was increased to 300 kpa for 30 seconds. No leaks were detected from any part of the catheter. A manual tug test confirmed the extension line was secure to the luer hub and the juncture hub. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the testing performed, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a leak was found in the midline catheter at the level of the juncture hub. The catheter was removed. There was no reported patient harm or consequence. A replacement catheter was inserted without reported issue.